Manufacturer narrative:
The pod was received for evaluation with the soft cannula deployed. Multiple attempts were made to download the data from the pod were all unsuccessful. Measurement of the battery voltages found all three battery voltages to be depleted. Corrosion was observed on the printed circuit board (pcb), preventing the data from getting downloaded and depleting the batteries. Corrosion was also observed on the mechanism rail. The soft cannula was found to be inadequate as a leakage was observed from the back of the nail head. The inadequate soft cannula caused the corrosion of the mechanism rail and pcb, and the subsequent battery depletion and inability to download data from the device. With no download data, the presence of the reported alarm could not be determined. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be determined when and how the tear occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 18.7 mmol/l (336.6 mg/dl) while wearing the pod on their leg for approximately 27 hours. The patient reported the pod emitted a continuous alarm and displayed a pod error requiring replacement. As treatment, a new pod was applied. The device evaluation found a tear in the cannula.